Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation, the patient developed a pericardial effusion halfway through the procedure. Left and right side atrial ablations had been completed, the patient was in an atrial flutter so the physician was returning to the left side to perform additional lesions when a pericardial effusion was noted. The patient became hypotensive and a pericardial drain was placed. The patient was stabilized and the procedure was continued. There were no performance issues with the device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. The returned log files were analyzed and concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.